Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached between 300 mg/dl and 400 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. The device completed first and second prime in an expected number of pulses, and it was deactivated at 2240 pulses. The needle mechanism was reset, and it redeployed as intended. No damages were observed that would cause a needle mechanism failure.